Manufacturer narrative:
The calibration and control data were acceptable. There is no indication of a reagent performance issue. Upon review of the alarm trace, multiple abnormal aspiration and sample short alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number was 80971001, with an expiration date of 30-sep-2025. The field service engineer determined the sample probe was bent. The sample probe was replaced and adjusted. The gear pump was adjusted back into specification. An air purge was performed. Precision studies were performed and passed. The customer ran controls and these passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 5.6 mg/dl. The result did not match the patient's history, so it was repeated on a second analyzer. The repeat value was 99 mg/dl and this value was deemed correct.